Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances. A high energy shock was delivered and returned normal impedance values. The physician elected to monitor the patient and not perform any surgical intervention. No adverse patient effects were reported. Lead remains in service.